Event description:
During asnis 3 4.0mm surgery, the drill had worn and it was not functional. The surgeon used other drill and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the device is blunt could be confirmed since the returned drill bit matches the reported failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. This device was manufactured in 2007, it cannot be excluded that it was used several times. Please note that such devices are recommended as "single patient use" according the instructions for cleaning, sterilization, inspection and maintenance of osteosynthesis medical devices to guarantee a proper function. Please note that the current IFU reads: ensure that drilling and cutting tools are sharp. Before every operation, ensure that all devices to be used during the operation function correctly with each other. Based on the investigation, this case could be classified as use related. (Wear and tear) indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During asnis 3 4.0mm surgery, the drill had worn and it was not functional. The surgeon used other drill and finished the surgery.